Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bearing provisional broke during a knee arthroplasty, however, there were no patient consequences.

Manufacturer narrative:
Visual inspection of the trial bearing confirmed the trial has fractured into two pieces and the device shows wear from repeated use with nicks, scratches and indentation marks. Device history record was reviewed and no discrepancies were found. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.